Manufacturer narrative:
(B)(6). Investigation analysis: a percuflex plus stent was returned for analysis. A visual evaluation of the returned device revealed that the shaft was detached at the distal section. The suture string was not returned for analysis. No other issue was noted. Based on product analysis, the failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be used for a ureter lithotripsy procedure to be performed in the fureter on (B)(6) 2019. According to the complainant, during preparation, the retrieval wire was reported to be broken, and a coil detached from the end of the stent. The procedure was completed with the use of another percuflex plus stent. There were no patient complications reported as a result of this event. The patient condition was reported to be stable. Note: this event has been deemed a reportable event based on the investigation results; stent broken.